Event description:
The device was used during an unspecified procedure. Reportedly, the tip of the device disengaged from the instrument into the pt's cavity. The surgeon retrieved the component without injury to the pt.